Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was repositioned approximately 4 weeks post-implantation and a yag was performed approximately 2 months later due to z-syndrome. The lens was subsequently exchanged for a monovision monofocal iol.